Event description:
Allegedly the screw head sheared off; however, there was enough thread locked into the plate to provide.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. Functional testing was conducted. Product not returned. (B)(4): undetermined.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).